Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was low impedance. This was determined to be related to the device or therapy, but not related to the implant procedure. A reprogramming session occurred on (B)(6) 2017 for the low impedance on the left lstn. No clinical correlation to the event. The issue was unresolved with no further action planned.